Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke while it was being screwed in, and the suture fell off. The procedure was successfully completed with non-significant delay using a s+n back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The anchor was not returned. The sutures and insertion device were returned. There is bio debris on the device. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The images do not provide insight into how the suture reportedly fell off. It is unknown if or how the broken anchor was retrieved, and no photo of the broken anchor was provided. The requested clinical documentation including the surgical report has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. However, no patient harm has been alleged. It is unclear if the IFU was adhered to; the IFU does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device. Bone must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation.¿ no further clinical/medical assessment is warranted at this time. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event description and health code updated.

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke while it was being screwed in, and the suture fell off. All the pieces were removed from the patient by tweezers and suction. The procedure was successfully completed with non-significant delay using a s+n back-up device in the originally drilled bone hole was used. No further complications were reported.